Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Foreign body in throat [foreign body in throat]. Dyspnoea [dyspnoea]. Tooth loss [tooth loss]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced foreign body in throat (serious criteria gsk medically significant), dyspnoea and tooth loss. On an unknown date, the outcome of the foreign body in throat, dyspnoea and tooth loss were unknown. It was unknown if the reporter considered the foreign body in throat, dyspnoea and tooth loss to be related to new poligrip sa. This report is made by gsk / haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the patient experienced the solution stuck to his throat (serious criteria gsk medically significant), hopeless dyspnoea (seriousness: non-serious) and tooth loss (seriousness: non-serious). The patient had used new poligrip sa since before. The patient experienced the solution stuck to the throat and hopeless dyspnoea maybe because he was losing his teeth and the dose he had used was increased recently. He used a lot of the cream because he was toothless. No further information is expected.